Manufacturer narrative:
The following fields were updated due to additional information: d4: lot # 20026497 d4: device expiration date 02/25/2023 d10 device available for eval yes, d10 returned to manufacturer on: 2020-09-14 h4: device manufacture date: 02/25/2020 investigation conclusion received twenty new syringe administration sets 10798696 lot 20026497. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No visible damages or issues were observed with the sets. Functional testing was performed by spiking the sets to a lab IV bag filled with blue dye water and attaching a 1ml lab syringe to the set¿s smartsite per directions for use. A 22g cannula was attached to the sets¿ male luers. The syringe plunger was gently pulled allowing the fluid from the bag to prime the sets passed the check valves. The syringe plunger was then depressed to completely prime the sets. The sets primed successfully with no occlusions, leaks, or any issues. The sets were loaded into a lab syringe module and programmed for an infusion for 1ml/hr and vtbi of 0.15ml. The infusions completed with no alarms, leaks, or any issues. The sets were pressure tested while submerged underwater (per dir # (B)(4)¿ IV disposable leak test method). Air pressure was incrementally increased. Pressure was increased from 5 to 30 psi and no occlusions or leaks were observed. Equipment used (testing performed on (B)(6) 2020) - air pressure regulator with pressure gauge, eq00151, calibration due date: 07nov2020 - 8015 alaris pcu 1.5, eq10291, calibration due date: 20mar2021 - 8100 alaris system syringe, eq08313, calibration due date: 04aug2021 a device history record for model 10798696 with lot number 20026497 was performed. The search showed that a total of (B)(4) units were built in 1 lot on 25feb2020. The search showed that there were no quality notifications for the failure mode reported by the customer. The customer report that there was a leakage with the tubing was not confirmed. The root cause of the customer¿s experience was not identified as the set primed and infused completely with no leaks or any issues.

Event description:
It was reported that as syr psd asv 20d smbore ss 0.2m cv tubing was occluded and leaked. The following information was provided by the initial reporter: material no:10798696 batch no: unknown it was reported that there was a leakage with the tubing. I don¿t have much info at this point but baptist little rock is reporting leaking and occlusions with the 10798696. I will find out more details tomorrow.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as syr psd asv 20d smbore ss 0.2m cv tubing was occluded and leaked. The following information was provided by the initial reporter: material no:10798696 batch no: unknown. It was reported that there was a leakage with the tubing. I don¿t have much info at this point but baptist little rock is reporting leaking and occlusions with the 10798696. I will find out more details tomorrow.